Event description:
It was reported that upon conducting pre-discharge evaluation, it was discovered that the left ventricle lead exhibited failure to capture and high capture thresholds. X-ray confirmed the lead had dislodged. The left ventricle lead was explanted and replaced. Patient was stable.